Event description:
It was reported that customer contacted arrow clinical support (acs) reporting that they were receiving helium loss alarms. They had exchanged helium tank but pressure began to drop again. Troubleshooting began. All connections checked. As alarms continued, acs advised that pump should be exchanged. No reported pt complications.